Event description:
Pt admitted for hiatal hernia repair. Case involved one finger of a fan retractor laparoscopic four finger unit. The finger separated and was undetected at that time. Discovered 3/19/97. At that time pt contacted, came in for x ray which revealed the missing finger was present in the pt's body. Date of x ray was 4/9/97.